Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device displayed an error code 133.6090 was confirmed through a log review of the suspect pcu logs; however, it was not replicated during extensive laboratory testing. The suspect pcu was powered on in the ¿as received¿ condition, no issues or error codes were observed. Power cycle (on and off) the suspect pcu twenty (20) times in the ¿as received¿ condition and after charging the battery for twenty-four (24) hours could not reproduce the reported error code. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. The event date was reported as 30 april 2025; time was not reported. A review of the suspect pcu s/n (B)(6) event log showed a system malfunction occurred with the error log recording error code 133.6090 (main_speaker_failure) on 30 april 2025 at 8:36 am. The error occurred once upon being powered on. The error log review of the suspect pcu indicated the error code 133.6090 occurred eight (8) times between 19 april 2025 and 30 april 2025. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 133.6090. There was no patient involvement.